Manufacturer narrative:
(B)(4).

Event description:
Complaint description: here is the statement from (B)(6). "The staff had an issue with an arrow radial catheterization set. The catheter got stuck in the patient's arm. They had to remove it by making a small incision on the patient's arm. The guidewire was broken and the tip appeared to be not completely intact. However, subsequent x-rays done did not show any foreign body on the patient's arm."

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened ra-04122 kit containing the components of a radial artery catheterization device. The device showed evidence of use and consisted of an introducer needle, guide wire, advancer tube and catheter. The returned catheter was separated below the hub and the separated body section was not returned. The returned guide wire was unraveled. Visual examination revealed the catheter body was separated adjacent to the hub. Approximately 2mm of catheter body remained attached (the separated portion was not returned). Visual examination of the catheter hub and introducer needle did not reveal any damage or anomalies. Microscopic examination revealed the remaining catheter body material was twisted and jagged indicating a tear due to excessive force. The damage could have also been a result of contact with the needle bevel as the tear appears to have occurred from one side of the catheter body. The length of catheter body material attached to the hub measured 2mm at the longest point. The inner diameter of the catheter an d the outer diameter of the needle were measured and were found to be within specification. The outer diameter of the catheter body could not be accurately measured due to the damage. The returned introducer needle was able to be advanced through the catheter hub with minimal resistance. A device history record (DHR) was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes techniques for insertion of the catheter. The IFU cautions to not reinsert needle into catheter to minimize risk of catheter damage. The IFU also warns that care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. The customer report of the catheter body being separated was confirmed through examination of the returned sample. The catheter body was separated adjacent to the hub and approximately 2mm of catheter body material remained attached. The remaining catheter body material was twisted and jagged indicating a tear due to excessive force, possibly from contact with the needle bevel. The catheter and introducer needle met all relevant functional/dimensional requirements and a DHR review did not reveal any manufacturing issues. Based on the customer report and condition of the returned sample, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: here is the statement from (B)(6), nurse manager of the ed, at (B)(6) hospital. "The staff had an issue with an arrow radial catheterization set. The catheter got stuck in the patient's arm. They had to remove it by making a small incision on the patient's arm. The guidewire was broken and the tip appeared to be not completely intact. However, subsequent x-rays done did not show any foreign body on the patient's arm."